Event description:
It was reported pericardial effusion occurred. The patient underwent a left atrial appendage (laa) closure procedure. After multiple devices were attempted and recaptured, finally a 24mm watchman laa closure device was successfully implanted. The following morning the physician saw the patient who was noted to be doing great. Approximately two hours later the patient developed some chest pain and some hypotension. A bedside transthoracic echo revealed a moderate pericardial effusion. At the time, the patient didn't require treatment. They elected to just watch the patient for a while. However, the patient then experienced further hypotension, so they placed a pericardial drain. Approximately 400 ml of fluid was removed. The patient was admitted to the ICU and was stable. It was further reported the patient had a 45-day follow-up tee and there was no pericardial effusion. A couple of weeks later on (B)(6) 2019, the patient presented in the hospital with chest pain. They did a transthoracic echo and noted a moderate pericardial effusion. Instead of a pericardial drain, a pericardial window was performed the next day. However, the pericardial window showed no bloody fluid was causing the pericardial effusion. The doctor manually inspected the appendage and did not observe any abnormalities with the appendage. The fluid was all removed and the patient tolerated the procedure well.

Event description:
It was reported pericardial effusion occurred. The patient underwent a left atrial appendage (laa) closure procedure. After multiple devices were attempted and recaptured, finally a 24mm watchman laa closure device was successfully implanted. The following morning the physician saw the patient who was noted to be doing great. Approximately two hours later the patient developed some chest pain and some hypotension. A bedside transthoracic echo revealed a moderate pericardial effusion. At the time, the patient didn't require treatment. They elected to just watch the patient for a while. However, the patient then experienced further hypotension, so they placed a pericardial drain. Approximately 400 ml of fluid was removed. The patient was admitted to the ICU and was stable.